Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Device not returned. The information was learned through implant patient registry. Two requests were made to the health-care provider (via e-mail) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
On 09/01/2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to a paravalvular leak. However, it was learned that the event was not device related. The device has been disassociated from the event by the surgeon. It has been determined that this is no longer a reportable event.

Event description:
It was reported that a consumer experienced a hypoglycemic event. Per the consumer, at 11:00 am, she received a blood sugar reading of 176 mg/dl but then became incoherent and actually showered herself still wearing pajamas. Per the consumer, she ate to bring her blood sugar level up. Control solution testing showed the consumer's test strips to be out of control range. The test strips will be returned for eval.